Event description:
Per the clinic, the patient experienced an infection around the implant side and underwent multiple revision surgeries (dates not reported); however, the issue could not be resolved.explant and reimplantation is planned but has not taken place at the time of this report (B)(6) 2014.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2014, and the patient was reimplanted with another device during the same surgery. This report is filed june 19, 2014. Device not yet received by manufacturer.